Event description:
As reported by the edwards clinical specialist, following removal of the sheath, a small leak was noted in the external iliac. The leak was repaired with a covered stent. After the stent was placed, fluoroscopy revealed no residual leak. Per report, the sheath was introduced without incident.

Manufacturer narrative:
Additional investigation revealed the following: the minimum luminal diameter of the vessel at the location of the dissection was 8.6mm. The vessel was described as mildly calcified and mildly tortuous. Nothing abnormal was noticed about the sheath prior to use, and the sheath was introduced without incident. The sheath is not available for evaluation as it was not returned by the site. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel's diameter was 8.6mm, and the vessels were noted to be mildly tortuous and mildly calcified. The root cause for the reported dissection cannot be confirmed. There was no significant vessel calcification or tortuosity, and there was no report of difficulty advancing or withdrawing the sheath. The dissection was successfully treated by the placement of a stent. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.

Manufacturer narrative:
The investigation is ongoing.